Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. Lead was explanted due to failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.